Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: no product or photo was returned by the customer. The customer complaint of the tubing set had a faulty valve could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2200-0500 because a lot number was not provided by the customer. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that as lvp 20d dehp had a faulty valve. The following information was provided by the initial reporter: material no: 2200-0500, batch no: unknown it was reported that the tubing set had a faulty valve.